Event description:
It was reported that a patient presented remotely via (B)(6) . Upon review of the transmission, the patient's right atrial (ra) lead was found to have exhibited over-sensing of noise resulting in inappropriate automatic mode switch. Corrective programming changes were made on (B)(6) 2021. No patient consequences were reported throughout the intervention process.